Event description:
A report was received stating that during &quot;prior to use&quot; testing, the endotracheal tube&#39;s cuff would not inflate. There was no patient invovlement.

Manufacturer narrative:
The customer indicated that the suspect device will not be returned for investigation.(B)(4)

Manufacturer narrative:
(B)(4). The device referenced in this complaint was not returned for further evaluation; however, three similar devices were investigated. These devices were inflated/deflated three times without defect. The reported event was not duplicated or confirmed. A device history review of the reported lot was conducted and no anomalies were found. The lot was found to be manufactured to all quality and blueprint specifications.